Event description:
The customer reported that the unit is alarming with cooling fan error. The customer reported that the unit was not in use on patient the field service engineer (fse) evaluated the unit and duplicated the reported problem. Review of the diagnostic log found a 12 volt failure occurrence. This will result the fan speed error that the customer has reported and also the adc reference failure that was also noted in the diagnostic log. The fse replaced the power management board to address the issue. The unit is now back in service.

Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: the q31 leads 2 and 3 shorted, d26 shorted and c290 shorted on the power management pcba created the 1125 cooling fan error. This report is being submitted as part of the remediation for CAPA (B)(4).